Event description:
Reportedly, the patient's pm was replaced less than 6 years after its implantation ((B)(6) 2017). The pm was programmed at 3.5v for 0.35ms in atrium and ventricle.

Manufacturer narrative:
Since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. Based on the only patient file provided, the expected overall longevity is estimated at ¿ 80 months (6 year 8 months), leading to a theoretical rrt on (B)(6) 2023. The device was explanted 18 months earlier. The implantation duration was 63 months, which is higher than 75% of the estimated overall longevity (75% of 80 months = 60 months). Based on hrs guidelines, normal battery depletion occurred. Because the device was not returned for analysis, no further investigations can be performed. Based on available data, no issue is suspected with the subject device.